Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that, "around (B)(6)or (B)(6) 2025" and "it could of have been (B)(6), 2026 or (B)(6), 2026, but sometime around then maybe", the pump started doing the single tone alarm due to low reservoir and then they heard the critical alarm because the pump medication had run out. The patient stated that they also changed the flow rate of the medication because they thought the catheter was leaking. The patient stated that that issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6)2024product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 13-mar-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.